Event description:
Letter alleges that as user"...went to sit on the wheelchair. She pressed down with her right hand as the wheelchair was not totally flat. As she pressed down, the baby finger on her right hand was sliced off."